Event description:
Patient reported left side "hardening and exchange from textured to smooth." Additionally healthcare professional reported "a left side capsular contracture baker grade iii" as well as a bilateral exchange from textured to smooth due to concern with the product". Patient further reported rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "hardening as well as a bilateral exchange of textured devices due to patient's concern with product."